Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leakage in tubing. Patient's blood glucose at the time of issue was 300 mg/dl. Infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.